Event description:
It was reported that a patient underwent a robotic partial nephrectomy procedure on (B)(6) 2026 and suture clips were used. During the procedure, it was reported by the sales rep that during a robotic partial nephrectomy that the scrub tech attempted to lock the clip unto 2.0 vicryl suture as described in the IFU but the clips would not lock unto suture. Two packages of clips were opened and repeated attempts were made with no success. Another clip applier was opened and multiple attempts were made but the clips would not lock onto the suture. Staff chose to use a clamp to get clips to properly close onto the suture. No patient consequences were reported. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Answer: there's only one applier lapra-ty so that makes no sense. I believe off top of my head its ka200i, dont know the lot number of those device but he knows its new. So the answer on the applier is no, its not an applier issue. - what suture type and size was used? Answer: its 30 vicryl. - when the event occurred, was the suture placed near the hinge of the clip? Answer: the suture was placed correctly. - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Answer: no. In fact two scrubs, two instruments, two packs of clips were used. - was the applier checked for damaged (jaws straight and aligned)? Answer: they were not damaged. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Answer: no. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Answer: sales rep (B)(6) because he was in the surgery. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Answer: there wasn't going to be any device submitted, however, because of the sales rep has heavy schedule, once he would be able to go to this facility, he will get the product in question and ship it.